Event description:
It was reported that during catheter placement, the physician experienced difficulty when attempting to attach the snaplock adapter. The wire at the proximal end of the catheter unwound preventing the snaplock adapter from attaching correctly. As a result, the physician trimmed the proximal end of the catheter so the snaplock adapter would work correctly. They do not know if this caused a delay in treatment, no patient death, and no patient complications were reported. The patient outcome was okay.

Manufacturer narrative:
(B)(4). Sample will not be returned.